Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 139 mg/dl. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.